Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump reject the batteries screen was dimmer than used to be rewind was louder and slower that it used to be as well as up button was rough and hard. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will not be returned for analysis.